Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity I tsh result generated on the alinity I processing module for one patient. The physician requested for the sample to be repeated and the results were normal. It was noted that the sample was hemolyzed. The following data was provided: customer¿s normal range: 0.35 to 4.94 miu/ml. (B)(6) 2024 initial result = <0.008 miu/ml (plasma). (B)(6) 2024 repeat results = 3.360 miu/ml (plasma), 3.309 miu/ml (serum tube). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, a field data review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A search for similar complaints did identify an increase in complaint activity for lot 66148ud00; however, no related trends were identified regarding commonalities for the complaint lot number and issue. A review of the device history record did not identify any non-conformances or deviations with lot 66148ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. The overall performance of alinity I tsh reagents was reviewed using field data from customers worldwide. The median patient result for lot 66148ud00 is comparable with other lots in the field, confirming no systemic issue for the lot. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, indicating the product is performing as expected. Based on this investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 66148ud00, was identified.

Event description:
The customer reported falsely decreased alinity I tsh result generated on the alinity I processing module for one patient. The physician requested for the sample to be repeated and the results were normal. It was noted that the sample was hemolyzed. The following data was provided: customer¿s normal range: 0.35 to 4.94 miu/ml (B)(6) 2024 initial result = <0.008 miu/ml (plasma) (B)(6) 2024 repeat results = 3.360 miu/ml (plasma), 3.309 miu/ml (serum tube) there was no impact to patient management reported.